Event description:
It was reported that the display was frozen and that the device was inoperable. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the display cable. After replacing the display cable, proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.